Event description:
It was reported that the customer had a battery issue with the insulin pump. Customer stated that the insulin pump was not working even after changing the battery two times. Customer was advised to troubleshoot the insulin pump, but customer declined and requested a new replacement insulin pump. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No unexpected off no power anomaly or blank display was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. The insulin pump had a corroded battery tube.